Event description:
It was reported that the patient underwent surgery which consisted of a spine immobilization at l5-sacral for the preoperative diagnosis of lscs. Preoperatively, a CT measurement judged that the patient¿s median sacral crest size was appropriate for placing the interspinous spacer. During the procedure, just before placing the interspinous spacer, "leakage of white liquid was confirmed and an incision was made to verify". A dural puncture was confirmed and fibrin glue was applied. The interspinous spacer was then placed and the operation was completed. It was also reported that "intraoperatively the patient lacked yellow ligament at the operative area and that might have some relationship with the incident". Reportedly, the dural puncture likely occurred when the physician was "using a small curved dilator and patient anatomical factors possibly caused the incident". Postoperatively, it was confirmed that no further health damage occurred with the patient.

Manufacturer narrative:
(B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.